Manufacturer narrative:
Continued event problem and evaluation codes: (B)(4). The following related mdrs were filed for this event: MFR report number - model number - serial number 9610877-2020-00116 - eg-2990i-h119365, 9610877-2020-00117 - eg-2990i-h119391, 9610877-2020-00118 - ec-3890li-h116009, 9610877-2020-00119 - ec-3890li-h116010.

Event description:
Pentax medical was made aware of a complaint on (B)(4) 2020 for sticking andorate disposable valves that occurred during a procedure on or around (B)(6) 2020. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. Andorate disposable valve model gar081p, serial number (B)(4). Pentax sales rep responded via email on (B)(4) 2020 with four model and serial numbers. A call was made by the complaint handling unit to the sales rep on 30-jul-2020 to discuss the information provided. The sales rep confirmed the model and serial numbers provided are known to have been used with the andorate disposable valves and had issues with sticking andorate disposable valves which resulted in continuous suction during a case. While (B)(6) 2020 was submitted as an event and the sales rep awareness date, the actual procedures cannot be identified by the user facility. Therefore the event dates, patient, and case details are all unknown and will not be available. The model and serial numbers of the pentax medical endoscopes used by the facility on or around (B)(6) 2020 were received from the sales rep on 30-jul-2020: model eg-2990i, serial number (B)(4), model eg-2990i, serial number (B)(4), model ec-3890li, serial number (B)(4), model ec-3890li, serial number (B)(4). The endoscope has not been returned to pentax medical for evaluation. On (B)(6) 2020, a device history record(DHR) review for model eg-2990i, serial number (B)(4) was performed under ivai-20-070120, the DHR review confirmed the endoscope was manufactured on (B)(6) 2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2015. Pentax model: eg-2990i, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2015.